Event description:
Customer reported receiving a motor error alarm on the insulin pump. The blood glucose reading was 343 mg/dl. Customer could not recall any significant event leading to this alarm. Customer stated that the insulin pump was not exposed to a strong magnetic field or MRI. Customer was unable to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted. The motor was tested outside the device and passed. The unit received with minor scratched lcd window, broken reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.